Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead resulting in the implantable pulse generator (ipg) to mode switch. The ra lead remains in use. No patient complications have been reported as a result of this event.